Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the outer insulation was kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, exposed defib coil white substance and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. There was decrease in impedance/resistance. The daily pacing lead impedance measurement log data shows an abrupt decrease for min v.pace from 909 to 216 ohms mininum between (B)(6) 2010 and (B)(6) 2011. Interference/noise was also noted as the ventricular short interval count v-sic was 944.7 counts avg/day, in 64 days, between (B)(6) 2010 and (B)(6) 2011. Oversensing was also noted as 46 ventricular nst<=210 ms average v-cycle occurred between (B)(6) 2011 05:30:01 and (B)(6) 2011 09:30:46.

Event description:
It was reported that the right ventricular lead was oversensing and had low resistance/impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.